Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00 x 28 mm stent delivery system (sds) was returned for analysis without a manifold. A visual examination of the stent found evidence of damage with struts along the mid-section in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The stent length was measured as there was no manifold present on the returned device, the length was within the stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found signs of damage. A kink was noted 68.1cm proximal to the proximal marker band. A hypotube break was noted 137.2cm proximal to the proximal marker band. The manifold was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06jan2021. It was reported that crossing difficulties were encountered. The more than 90% stenosed target lesion was located in the tortuous and calcified left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed intact from the patient's body and the hypotube broke outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.